Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had flashing and blank display. Customer's blood glucose level was 189 mg/dl. Customer stated the display was blank less than 30 seconds and returned. Customer stated display was blank. Customer stated battery cap was neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. Customer reported that insulin pump received insulin flow block during bolus. The insulin pump will not be returned for analysis.